Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2 mg/ml at a dose rate of 0.5591 mg/day via an implantable pump. It was reported that the patient experienced withdrawal symptom after pump replacement. The pump logs were read and there was no motor stop or pump alarms registered. The pump was aspirated and refilled. The aspirated pump reservoir volume and calculated reservoir volume matched. The daily dose was increased. There were no known external factors that may have led or contributed to the issue. A revision surgery was planned to occur on (B)(6) 2023 to check the catheter and test for permeability. The issue was not resolved as of (B)(6) 2023. The patient's medical history, gender, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: brand name intrathecal catheter; product ID neu_unknown_cath; product type: 0184-catheter; implant date: unknown; section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cat, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The reason for the prior pump replacement on (B)(6) 2023 was regarding elective replacement indicator (eri). The serial / lot number and implant date of the model 8731sc catheter was unknown / not available. The pump pocket was opened and ingrowths around the catheter part on the pump were removed. A bolus was delivered to see if the pump was delivering drug, and a drop formed on the pump with the catheter disconnected. The cause of the event / withdrawal symptoms after pump replacement was indicated as having been unknown. It was unknown if the event / withdrawal symptoms had been resolved. The device would not be returned (remains implanted/in-use).